Event description:
Boston scientific received information that this right atrial (ra) lead exhibited signs of a lead fracture during interrogation at the clinic. Subsequently a procedure was performed where this ra lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.